Manufacturer narrative:
The reported impedance anomaly was not confirmed in the laboratory. Partial portion of the lead measuring 22.3cm was returned. Analysis found external abrasion noted at 7.2cm to 7.4cm from the connector pin. The abrasion found is consistent with friction to the device can.

Event description:
It was reported that increase in the rv lead impedance was observed. No clear visible damage was observed on the lead via x-ray. The lead was capped and will not be returned.

Manufacturer narrative:
No medwatch form was received.